Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered 3 bursts of inappropriate anti-tachycardia pacing (atp), one 31 joule shock and two 41 joule shocks for what appeared to be atrial arrhythmia. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.